Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed on the reader's pcba (printed circuit board assembly). This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and fire was observed. No corrosion was observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks was observed. Liquid contamination on several areas of the pcba closed to the battery connector was observed . Damaged battery wire and burnt mark on the battery connector was also observed. The observed liquid contamination produced short circuit to the battery contacts thereby melting the cable which also produce the burnt mark on the battery connector. Therefore, the issue is not confirmed to use due to liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed on the reader's pcba (printed circuit board assembly). This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) was incorrectly documented in the previous reports and has been updated. Section h-11 has also been updated. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and fire damage was observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks was observed. Further investigation was performed and liquid contamination on several areas of the pcba that are close to the battery connector was observed. Damaged battery wire and burn marks on the battery connector was also observed. The observed liquid contamination produced short circuit to the battery contacts thereby melting the cable which also produce the burn mark on the battery connector. Therefore, the issue is not confirmed to use due to liquid contamination. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed on the reader's pcba (printed circuit board assembly). This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.